Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that a recent CT revealed that the stent graft has migrated approximately 2 cm distally with a proximal type I endoleak. An intervention was performed and an endurant ii cuff was implanted, resolving the event. Per the physician, the causes of the events are related to the patient¿s anatomy of disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient will be monitored by the physician.